Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. No notable events occurred prior to the malfunction, and the customer was provided with pump reset information by technical support, with plans to follow up when ready to reset. Cts assisted caller with resetting the pump. Malfunction code did not recur. Customer may continue to use the pump.